Manufacturer narrative:
A service report was submitted by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 14 dec 2022 and the findings concluded that the device was in compliance with dornier specifications. Details concerning individual patient complications outside of the confirmation of patient hematoma following the procedure were not provided to dmta for review. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufactured and functioning within dornier specifications.

Event description:
It was reported that after the implantation of a CT lucia 602 lens, the lens was explanted, he thought that something looked funny about the haptics after the iol was injected into the anterior chamber. He attributed this to the technician who loaded the lens not having done so for a while. A johnson and johnson emerald injector with the unfolder emerald xl delivery system was used. Another CT lucia 602 lens was implanted with no issues. No patient injury reported or clinically significant delay in procedure reported no additional information provided.